Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A tactra device was implanted. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason for revision was that the device was not inflating. The patient outcome was reported to be recovering. The device will not be sent for analysis.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A tactra device was implanted. A patient outcome was not reported.